Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9269005, medical device expiration date: 2021-02-28, device manufacture date: 2019-09-26. Medical device lot #: 9291464, medical device expiration date: 2021-03-31, device manufacture date: 2019-10-18. Medical device lot #: 0027887, medical device expiration date: 2021-06-30, device manufacture date: 2020-01-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with a bd microtainer® tubes with k2e (k2edta) clotting occurs. The following information was provided by the initial reporter: it was reported that the tube is clotting.

Event description:
It was reported that after use with a bd microtainer® tubes with k2e (k2edta) clotting occurs. The following information was provided by the initial reporter: it was reported that the tube is clotting.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-29. H6: investigation summary: the customer reported that tubes were clotting while using next generation microtainer tubes with k2edta additive- material number: 365974, lots: 9269005; 9291464 and 0027887. Bd life sciences - integrated diagnostic solutions received fifty (50) representative samples of lot 9269005 from the customer facility for investigation. No samples of photos were provided for lots 9291464 and 0027887. Visual inspection for presence of additive was performed on all samples with acceptable results. Based on titration testing of the customer samples from lot 9269005, varying quantity of k2edta (low/high) from two (2) dispense positions (1 and 10) were identified. Fifteen (15) samples, which represented each solution dispense position, were evaluated for quantity of additive. From the fifteen (15) samples tested, two (2) samples were identified with values above and below specification limits of 0.75- 1.25 mg of k2edta. Sample from position one (1) was found to be below specification at 0.69 mg and sample from position ten (10) was found above specification at 1.33 mg. Insufficient additive inside the tube may lead to clotting of the blood sample. Nevertheless, retention samples were evaluated for presence and quantity of additive with acceptable results and no manufacturing issues were identified during records review. Based on the investigation for lot 9269005, the probable cause for variation in additive quantity could be due to worn dispense system components (nozzles or pumps). Since all process inspections and retention sample testing were found acceptable it can be inferred that the worn components appear to have produced a transient low-level dispense variation which was below the aql level resulting in tubes with low/high quantity of additive. No defects were observed in the retention samples from any of the lots. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.